Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated during in-house testing of retain device lot t11876n. Retains of the complaint lot performed properly when tested with a low level positive tni calibrator, no results <0.05ng/ml. Manufacturing batch records for lot t11876n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Event description:
Customer reported discrepancies in correlation between new triage meter and eci/vitros. Eci 0.063. Triage <0.05 eci 0.068, triage <0.05 eci 0.082, triage <0.05 eci 0.096, triage <0.05 customer using two lots of triage devices. This MDR is for triage lot t11876n. MDR 3013982035-2021-00009 was filed for lot t11864rn. Site cut-off for eci >0.012 site cut-off for triage >0.05 customer stated no medical decision were made on triage results. The triage meter is not being used for patient results, they are attempting to perform a validation to implement the meter. No additional patient information could be provided.